Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes customer reports that cap is difficult to be remove. This event occurred 19 times. The following information was provided by the initial reporter. The customer stated: I found that 19 cases of vacuum blood collection tubes with product number 367812 and batch number 2326048-red-headed tubes were not completely uncapped. Case the customer reported this problem for the first time on november 8, 2022. It has been 8 months since then.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter phone # : (B)(6).

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes customer reports that cap is difficult to be remove. This event occurred 19 times. The following information was provided by the initial reporter. The customer stated: I found that 19 cases of vacuum blood collection tubes with product number 367812 and batch number 2326048-red-headed tubes were not completely uncapped. Case! The customer reported this problem for the first time on november 8, 2022. It has been 8 months since then.